Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having an issue. Patient stated that when they were out moving around quickly and doing stuff all of a sudden the patient's unit will give them a real big charge and it lasts 15 seconds to almost a minute sometimes. The patient elaborated that they walked up some steps in church and set down what they were carrying and it was vibrating where they couldn't move. The patient stated that they had gotten it at the grocery store where they were walking around and twisting quick, they would all of a sudden get nailed. The patient stated that they had to stand still until it went away. The patient stated that it happened quite often where they will walk into a place and when they sat down it would happen then again, and after 15 seconds it would go away. The patient confirmed that they have adaptive stimulation set up. The patient also mentioned that every once in a while it would go to more than just their legs, it would go all the way up to the patient's neck. Patient stated it happened about twice a day. No falls reported. No further complications were reported/anticipated.